Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with peritoneal dialysis therapy. The breach in aseptic technique was further described as the patient had a touch contamination. Peritonitis was manifested by abdominal pain and cloudy effluent. On the day of onset, the patient was hospitalized for the peritonitis event. Beginning on an unreported date in the same month as the onset, the patient was treated with vancomycin intraperitoneally (dosage, frequency, and duration not reported), ceftazidime intraperitoneally (dosage, frequency, and duration not reported), and cefazolin intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. On an unreported date in the same month as the onset and after the peritoneal effluent culture result was returned, treatment with ceftazidime was discontinued. Dianeal therapy was ongoing. Hospitalization was ongoing. The patient was recovering from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.